Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their heart rate was lower the lower rate settings of their leadless implantable pulse generator (ipg) the ipg remains in use. No patient complications have been reported as a result of this event.